Manufacturer narrative:
Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to confirm the clinical observation. No information was provided to edwards that indicated there was a quality deficiency of the surgical valve that contributed to the patient's death. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 29 mm bioprosthetic mitral heart valve underwent surgery for a valve in valve (viv) replacement after an implant duration of 7 (seven) days due to suture loop leading to regurgitation. As reported, echo on pod+0 (first night after implantation) showed leaflet immobility and mitral insufficiency grade 2 with a big central regurgitant jet that got worst over time. It was decided to performed a viv procedure on pod+7. Technically viv was ok although the valve was leaking a bit (transvalvular grade I, minimal pvl). The patient condition got worse and was kept on ECMO for some days but unfortunately died 9 (nine) days after the viv intervention. As per surgeon, the root cause of death was sepsis. Before the implant of the 29 mm bioprosthetic mitral heart valve, the patient had general sepsis. Origin of the infection was reported to be lungs as a consequence of the tracheotomy.